Manufacturer narrative:
(B)(4).

Event description:
The patient charges on a nightly basis, up to &#59407;f battery charges shows. By the next morning the battery is fully depleted again. The implanted device is not holding it's charge. This has been ongoing for the last 4-5 months. It was verified that the patient has a good recharging connection. The patient was advised to contact his pain clinic as soon as possible and get them to read his device, as this would give a picture of what was going on inside. The external devices were working accordingly. No surgical intervention has occurred but it was unknown if it has been planned. No further information was available regarding this event. If additional information is received, a follow up report will be sent.